Event description:
An orsiro drug-eluting stent system was chosen for treatment of a moderately calcified lesion (90 percent stenosis degree) in a severely tortuous lad. Despite several pre-dilatations the device could not pass the bifurcation even when using a guidezilla extension catheter.

Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Judging from the x-ray markers the stent is not displaced. The stent is deformed at its proximal end, one stent strut is lifted. The crimped diameter of the stent still complies with the specification. Review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.